Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An synergy drug-eluting stent was advanced for treatment. However, during dilatation, the balloon ruptured, and the stent was damaged. The procedure was completed with a new stent. No patient complication was noted, and the patient was sent home after discharged.